Event description:
Patient-self tester reports result lower than reference with the protime microcoagulation system. Patient's therapeutic range is 2-3 inr. Patient stopped coumadin use for 1 week in preparation for sinus surgery on (B)(6) 2012. Inr reported prior to surgery was 0.8 (unknown if result was a protime or laboratory measurement). On (B)(6) 2012, post-sinus surgery, patient was restarted on coumadin. On (B)(6) 2012, patient's inr with her protime instrument was 1.2 inr and per the customer's communication, she experienced 3 "controllable" nose bleeds. Later that same day, patient was admitted to the hospital with an "uncontrollable" nose bleed which required surgery. During this period, the inr measured in the hospital laboratory was 2.59, which was within patient's therapeutic range. Patient remained in the hospital until (B)(6) 2012. After discharge, patient was monitored as an outpatient and received two blood transfusions.

Manufacturer narrative:
(B)(4). Cuvette lot# unknown. Method: actual device evaluated. Process evaluation for instrument for instrument performed. No related ncmrs, complaint trends or CAPA identified. Result: no failure detected. Reported customer complaint was not confirmed through instrument evaluation. Conclusion: unable to confirm complaint. The information provided indicates the discrepant result was highly unlikely to be a contributory factor because based on the reference laboratory's inr result, the patient was within her desired therapeutic range. Furthermore, the patient had sinus surgery 9 days prior; bleeding with possible treatment of transfusions is a known post-surgical complication. An additional compounding factor that may have contributed to the discrepancy was the patient's hematocrit level. Per product labeling, protime samples require a hematocrit >20%. Based on the need for two blood transfusions, the patient's hematocrit may have been <20%; however, no data to this effect has been provided to itc. Itc has requested all data required for form 3500a.